Event description:
The patient stated e-57 (electronic) error was displayed on the blood glucose monitor and when she removed the batteries she burned her fingers. The patient did not require treatment from a health care professional or second party to address the issue. The blood glucose monitor was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
(B)(4) received one meter sn (B)(4) with code key lot# 111 and batteries. (B)(4) observed that the meter failed to power with the returned batteries. The batteries returned to the iu with the meter were tested on the multi-battery tester and noted to be: #1 - 100 % capacity, #2 - 0 % capacity, #3 - 100 % capacity. Due to the capacity of the returned batteries (B)(4) replaced all the batteries with (100%) retention batteries. (B)(4) observed that battery # 2 has lost the lustrous of the casing. The inside battery body got swollen, as it wanted to explode, causing the casing to get open. Battery showed a green and yellow mark also. It was determined that the groove at the positive contact end of the returned batteries happened as battery designed. No further investigation is necessary. Allegation.